Manufacturer narrative:
A collaborative investigation was completed by data innovations (manufacturer), roche diagnostics (distributor), and mayo clinic rochester (user facility) for a report that after an instrument manager (im) upgrade process, users were able to login to im using an incorrect and/or no password. Investigation determined that while the upgrade process was in progress, a user shut down the cache database which prevented the updated dlls (dynamic link library) containing the updated ldap (lightweight directory access protocol) logic from loading. When the process was interrupted by the user, the updated code for ldap user authentication and verification method was not properly installed and therefore impacted the ability for previously configured usernames and passwords to be verified. The upgrade instructions inform users to "wait while the setup copies files, and iis and cache are upgraded. If prompted to restart your system, select no. Select finish on install shield wizard complete window." The user facility is not aware of any unauthorized access and is not aware of any impact to patients at this time.

Event description:
A representative from the distributor reported on (B)(6) 2023, that after a user facility completed an upgrade of instrument manager software, the ldap authentication method allowed configured users to log in with incorrect or missing passwords.